Event description:
It was reported that during a routine equipment evaluation conducted by the service technician, a drill attachment heated up. This event did not occur during a surgical procedure, there was no patient involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Debris was found in the driveshaft and bearings.